Event description:
It was reported that during pre-dilatation in the moderately calcified/tortuous distal right coronary artery, the 2.5x15 rx trek balloon was inflated once and ruptured at 5 atmospheres. The device was withdrawn from the anatomy and a pin hole in the balloon was noted. A new nc trek balloon was used to complete pre-dilatation. A xience prime stent was deployed successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, balance mg, guide cath: mach1. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.